Manufacturer narrative:
Our evaluation of the misplaced implants was inconclusive due to no case logs from the procedure being provided. The description provided states that while using the intra-operative workflow on excelsius gps, two implants were misplaced and had breached the pedicles laterally which required the user to remove and replace them under a new navigated registration. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.